Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad. The customer stated that he removed the battery, and now he could not find the battery cap. The blood glucose reading was unknown. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.